Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: a review of the pump¿s black box showed that occlusion alarms with high force had occurred. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms. The pump exercised for 24 hours with no occlusions occurring. The force sensor calibration was within specifications. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.